Event description:
On (B)(6) 2012, pt requested assistance adjusting the basal rates on the infusion device. She successfully adjusted the basal rates and then reported she was hospitalized with hyperglycemia on (B)(6) 2012. She went to the hospital after work as her blood glucose was "hi" all day and she felt awful. Her blood glucose was 968 mg/dl at the hospital, and she was admitted to the intensive care unit for 2 days and treated with an insulin drip. She was discharged from the hospital on (B)(6) 2012 with no special instructions. She had experienced ongoing hyperglycemia for 3-4 months and had symptoms of headaches and bad vision. She attempted to bolus to decrease blood glucose to her target range of less than 150 mg/dl. No product issues were discovered during troubleshooting. Pt reported she was under increased stress and had started new medications, and she is unsure what caused hyperglycemia. No product will be returned for eval.